Manufacturer narrative:
A getinge field service engineer (fse) stated he checked about 3 times, and the result was 3 to 5 psi as well. Finally, he removed the front panel and reconfirmed that there are no leaks from the connection of each tube. But when the cylinder was lifted (moved up and down) while it was fixed, gas leaked out vigorously. It did not leak with a cylinder of about 500psi, but it leaked with a cylinder of 1500psi. To resolve issue fse replaced regulator, hi pressure, helium. Confirmed that there were no leaks from the regulator and tube connections. Fse confirmed that the same phenomenon does not occur in each cylinder of 500psi, 1500psi, and 2000psi. He confirmed that there is no problem with 6/5/5 in the leak check for 5 minutes. Checked the operation and handed the person in charge to conduct a pumping test.

Event description:
N/a

Manufacturer narrative:
Updated sections: b4, e1(address, city, tele. No.), g3, g6, h2, h10, h11 corrected sections: g2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during acceptance inspection, the cardiosave intra-aortic balloon pump (iabp) units helium regulator was defective. There was no patient involvement.